Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that all of a sudden he woke up and his legs weren't sore but they felt weak and suddenly gave out and his legs had given out 3 times, so he had been falling and he had pain. The patient reported that he figured he would it out, but it didn't get better so he went into the healthcare provider (hcp). The patient reported that his left arm had been getting numb. The patient reported that he didn¿t know if the device caused his symptoms. The patient reported that the hcp took x-rays and the hcp told him that it looked like his 2 lead wires had moved up somehow. No further complications were reported.